Event description:
The MFR's territory manager and vascular access specialist presented at the hosp in 2004, for implant procedure. The patient was taken to the operating room for implant 0900 hours on the same day. The surgeon threaded one cannula into the left ij, was unable to successfully thread the second cannula into the left ij. He then did a left sc venotomy, and successfully implanted the second cannula. There was a kink in the left ij cannula at the venotomy site, as seen on fluoroscopy. The surgeon did more dissection, the kink was absent, the implant was finished, and the patient was sent to the acute dialysis. The acute dialysis nurse was unable to withdraw or irrigate the medial device, which was the left ij cannula and valve. An x-ray was taken which showed a bend in the cannula. The patient was returned to the operating room at 1800 hours. The surgeon opened up the left ij venotomy site, did more dissection, the kink was absent, the venotomy was closed, and the patient was returned to their room. The acute dialysis nurse was again unable to withdraw or irrigate the medial device, which was the left ij cannula and valve. A serum potassium showed a potassium of 7.3, and the surgeon asked that the patient be returned to the operating room, and also asked that the MFR's territory manager be called back into the hosp. The patient was returned to the operation room at 2300 hours. The surgeon performed a right sc venotomy, successfully threaded a cannula and tunneled the cannula to the existing medial valve, and attached it. He then removed the left ij cannula and closed the left ij venotomy site. The implant was completed and the patient was returned to their room. The acute dialysis nurse initiated dialysis at a blood flow of 120 for a 3 hour treatment at a 120 blood-flow rate, and lowered dialysate flow rate. The MFR's territory manager and vascular access specialist left the hosp when 30 minutes of dialysis had successfully occurred. The acute dialysis nurse had long-term experience working with these devices. The MFR's vascular access rep contacted the acute dialysis nurse the following morning to determine the patient's next dialysis time, and they were informed of the following: when treatment the night before had reached the 1 hour mark, the patient had a heart rate of 140, a systolic bp of 120, and patient began to moan and became stiff. The patient's family member stated to the nurse that patient was doing what looked like the seizures patient had in the past. Patient then had difficulty breathing with an o2 saturation showing 98%. The blood was returned, a h+h, magnesium, potassium and bun was drawn and sent to the lab. Some of the lab results were as follows: bun 70, potassium 4.7. Upon arrival to the ICU the patient was intubated, and went into v-tach, and then proceeded for 2 hours to have torsads arrhythmia (v-tach alternating with v-fib with axis changes). The resuscitation attempt was discontinued at 0430. The patient's nephrologist was present. The nephrologist called the medical examiner and it was determined that an autopsy was not mandatory. As a result, the patient's family member refused to have an autopsy done since it was not mandatory. No further details were provided at this time.